Manufacturer narrative:
(B)(4).

Event description:
Received information, the extension was removed due to an infection. The surgeon cut the extension and it was unknown how he removed it. The battery was reported to be at end of life. During the revision, the lead was damaged and the third contact was missing on the lead. It was also reported the 0 electrode appeared to be open, however, the 3 electrode does have some intact combinations. Exact impedance values unknown. Manufacturer's representative was instructed by technical services what to watch for when programming and if the therapy is turned on to perform a therapy measurement. Additional information has been requested and if received, a follow up report will be sent.